Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/jul/2024.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick, particles, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side "rupture". Device remains implanted.

Event description:
Healthcare professional reported, left side "rupture". Device has been explanted and replaced.